Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the pacing lead, an attempt was made to insert it forcibly into the guiding sheath and it was noticed that the lead was bent close to the tip. The lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.